Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly the pt underwent a revision surgery on (B)(6) 2010. It was further alleged that the pt also almost immediately began suffering the effects of staph infection which aggravated the damage to the hip joint caused by the failure of the stryker implant device.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. This is the same pt as MFR #9616680-2012-00151.